Manufacturer narrative:
(B)(6).

Event description:
It was reported that after an acl reconstruction, the patient had a migration of the endobutton after 1 week of surgery. The migration of the device did not affect clinical outcomes. The patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: evaluation is not possible, as the unknown endobutton device will not be returned. The part and lot number were not provided making an examination of the manufacturing records prohibitive. A review of the complaint records was performed for this device family which confirmed additional complaints have been reported within the scope of the reported study. The investigation was limited to the information provided. This investigation could not draw any conclusions about the reported event with the limited clinical details provided. If additional clinical details become available in the future, the investigation will be reopened. This complaint was reported from the literature review, ¿migration of endobutton after anatomic double-bundle anterior cruciate ligament reconstruction.¿ based on the literature review, the purpose of this study was to assess the location of the endobutton from the time immediately postoperatively to one year and to investigate the effect of migration of the endobutton on the clinical outcomes. In this study a total of 101 patients patients with unilateral acl injury underwent anatomic double-bundle acl reconstruction with autogenous semitendinosus tendon graft and were reexamined one year after the primary operation. The results of the study showed that the endobuttons in patients with tissue interposition migrated more frequently than those without it. During the studying it was reported after an acl reconstruction, the patient had a migration of the endobutton 1 week after surgery. The migration of the device did not affect clinical outcomes. The patient outcome is unknown. After three requests no individual clinical information has been provided for inclusion in this medical investigation. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed.